Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was not able to get the reservoir into the insulin pump. Blood glucose was 300 mg/dl. The insulin pump will not be returned for analysis.